Event description:
The customer reported that the 840 ventilator had an inoperable display. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer service engineer will upload the operational software only. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).